Event description:
Rptr has been diagnosed with atypical rheumatic syndrome by a board certified dr. She c/o chronic fatigue, sleep disturbance, low grade fever, numbness of hands and fingers, bladder irritability, raynaud's phenomenon, muscle weakness, morning stiffness in hands, poor concentration, memory loss, bruises easily, chest pain, photosensitivity.